Manufacturer narrative:
Product ID 74002, lot# n202793, implanted: 2009 (B)(6); product type adapter product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3887-33, lot# j0406107v, implanted: 2004 (B)(6); product type lead product ID 3887-33, lot# j0406107v, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the device stopped working. The patient recharged every 4 days at the time of the report and originally it was around every 6 days. One day they had recharged the night before and then they felt a small surge, and increase in stimulation which was not painful and then their stimulator turned off. When the patient checked their device it was completely discharged and would not turn on. The charge was at 0 and they had to charge it. The device was checked by a manufacturer representative a day prior to the report and everything was working fine. The impedances were in a 600 to 800 range. The problem had only occurred once and everything was working fine since the issue. Charging was fine and the stimulation was fine. It was unknown if the patient had any type of medical procedure. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.